Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 8.6mmol/l at the time of the incident. It was reported that the insulin pump's keypad was blocked for a few minutes and that an alarm was also received indicating that the buttons were pressed for three minutes. It was reported that customer stated that this was not possible that they laid on the insulin pump. It was indicated that the problem solved itself and the keypad worked again. It was also indicated that the customer was advised to monitor the insulin pump and to call back if the issue recurs. The insulin pump will not be returned for analysis.